Event description:
Patient undergoing lumbar 4 bone biopsy utilizing medtronic kyphon express bone biopsy device (size 2) in interventional radiology. During removal, inner biopsy needle (13-gauge jamshidi needle) broke off inside of patient's l4 region. Multiple attempts to retrieve retained needle fragment were unsuccessful. Neurosurgery contacted and patient taken to or (operating room) for surgical removal of retained needle. During or procedure, needle continued to crush and fracture when attempting to remove. Initial incision was widened, and microsurgical technique utilizing the operative microscope to successfully remove the remainder of the retained needle. During ir (interventional radiology) and or (operating room) procedures bone noted to be sclerotic.